Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient was feeling pain at the ins site. They also noticed that there was something "sticking out" like the battery pack was "trying to come out". The patient was advised to follow up with a healthcare provider to get the ins checked. Additional information was received from the consumer on (B)(6) 2019 reporting that the cause was unknown. A surgery was planned for (B)(6) 2019 to move the battery to a new location. No further complications were reported.